Event description:
Patient reported the blood glucose monitor has a broken display. Patient stated the monitor has a vertical black line on the right side and a horizontal scratched line in the middle. Patient reported he is unable to read the data provided correctly. Patient stated he thinks the meter has fallen. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Iu observed cracks and an orange-blue screen in the right hand corner of display when meter powered on. Meter display has a shattered appearance, orange-blue screen. Iu observed a scratch to the meters plastic covering over the lcd of the meter. Customer indicated that "he thinks the meter has fallen down." Iu observed that the meter beeps when power button is pressed and the meter beeps a second time after strip insertion. Unable to verify the second beep due to damaged display. Iu unable to complete performance testing, reviews the meters memory or error log due to condition of the returned meter. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes and has been investigated. The risk associated with this failure has been assessed per local procedures. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter. This issue has been investigated. Additional finding: iu observed that the meter serial number label is faded but readable or/ faded and unreadable due to the robustness of the ink. The issue has been investigated. The customer's allegation of the display is has been damaged was observed during the investigation of the returned product. This case is set to not verified use/user error based on the iu's investigation of the customer's allegations.